Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant battery had depleted to zero so the deep brain stimulation therapy shut off. The therapy was for parkinson's and without therapy on the patient was in a vegetative state.